Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The medium-large clip applier instrument was analyzed and found to have one severely bent grip, causing misalignment of the grip-tips. There was a 0.95mm offset at the tips. A clip was properly loaded into the clip groove of the grip-tips. The grips were not found with cracking damage. Further inspection found that the severely bent tip would not completely clip when performing the clip test. Additional observation(s) related to the reported complaint: the instrument was installed on an in-house system and driven. The medium-large clip applier instrument failed the clip test due to the bent grip-tip, the instrument passed the engagement and able to retain the clip through engagement but could not apply the clip. The clip would not completely clip due to the severely bent tip (where one side of the clip seated), the clip would not close and break the hem-o-lok clip.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon attempted to apply a medium-large (weck) clip applier but the clip would not unload. Multiple clips were attempted before switching the arm out. A new clip applier worked as expected. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the clip did not become dislodged from the instrument and fall into patient. The type of clips used were medium weck green clip boat. The vessel or tissue bundle greater than the specified diameter suggested in the IFU. The issue occurred on the second clip application attempt.